Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 jaw silicone peeled off after approximately 15 minutes of cauterization. The peeled jaw does not remain in the patient's body and does not cause any harm to the patient. The procedure was completed using a new device. There were no procedural delays.

Manufacturer narrative:
Tw ID (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Manufacturer narrative:
Trackwise #: (B)(4). The lot # 3000333517 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 jaw silicone peeled off after approximately 15 minutes of cauterization. The peeled jaw does not remain in the patient's body and does not cause any harm to the patient. There were no avulsed devices in the patient's body. The procedure was completed using a new device. There were no procedural delays.